Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: b,d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer said patient developed yeast infection since using purewick and has had to temporarily stop using. Wanted to know if this is common issue. Noted patient wears disposable briefs over top. Suggested might help to discontinue that to allow more airflow. Said it seems like wicks are always very wet, although device seems to be working well. Noted recently had another customer mention that the original style wicks actually worked better for them, remaining drier. Wanted to know if could possibly send sample of that. Told her I don't think that's possible, but I will check. Told her to consult with doctor regarding continued use. It's unclear if lot number was requested. Used with female wicks. No additional information provided. It was unknown what medical intervention was provided for yeast infection.

Event description:
It was reported that the customer said patient developed yeast infection since using purewick and has had to temporarily stop using. Wanted to know if this is common issue. Noted patient wears disposable briefs over top. Suggested might help to discontinue that to allow more airflow. Said it seems like wicks are always very wet, although device seems to be working well. Noted recently had another customer mention that the original style wicks actually worked better for them, remaining drier. Wanted to know if could possibly send sample of that. Told her I don't think that's possible, but I will check. Told her to consult with doctor regarding continued use. It's unclear if lot number was requested. Used with female wicks. No additional information provided. It was unknown what medical intervention was provided for yeast infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.